Event description:
The patient contacted animas alleging that the pump was not responding to pressing of the ok and arrow buttons. The patient claimed that the buttons did not feel normal. The patient also claimed that the pump was only exposed to water 2 times during the life of the device. The patient denied that the keypad was peeling or damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.